Event description:
The device was attached to a pt described as in cardiac arrest. The device reportedly displayed, 'paddles lead off' and could not be used to monitor the pt ECG through paddles lead. The device was then used to monitor the pt rhythm through ECG electrodes. An AED that was on-scene was used to administer defibrillator energy to the pt. The pt converted to a perfusing rhythm.